Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event. Device evaluated by MFR: device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer was instructed to reset the pump to resolve the issue.